Event description:
During suturing procedure physician noticed tip of needle missing. The surgical wound, sterile field, and surrounding area were searched, but tip was not found. Post-op x-rays were negative. Needle product was impounded and sent to csp. Sales representative is to pick up the week of april 12.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.